Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus australia (oaz) (returned to oaz on 2022/10/04). The evaluation at oaz confirmed the occurrence of error message e433, which could not be reproduced, but was found in the error log several times. Since the error messages could not be reproduced, a temporary fault is assumed. No functional defect of the electrosurgical generator could be determined, the device was found to be working correctly. Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.

Event description:
Olympus was informed that outside a procedure during maintenance error code e433 was found several times in the error log of a loaner esg-400 hf-generator. No further information was provided but there was no report about an adverse event or patient injury.